Event description:
The wire was flushed and the cable was handed off to be plugged into the pim. The wire would not zero and the error message that came up said "short in the wire/connection". It was unplugged and plugged back in, but same message came up so another one was used and worked fine. No lot numbers are available.